Event description:
Report received of an undocumented number of tubing leaks just distal to the anti-siphon valve. No specific patient information was provided, but the incidents have been occurring sporadically over the past several years. The tubing sets are used primarily for 5fu chemotherapy infusions. It was reported that they prime without problems, but then start to leak after 12 hours of use. There have been occasional reports of contact with skin, but it was reported that "5fu is a mild chemotherapeutic agent and is treated by washing the affected area with soap and water". There have been no reported adverse patient effects. Additional information was requested, but no further information was provided.